Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the roller pump would not power up. They tried a different cable and it would not power up. They tried a different cable and it would not power up. They also tried a different plug in on the unit and it would still not power up. They also tried a different plug in on the unit and it would still not power up. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.